Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, on the third inflation at 15 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported, and the patient was in good condition after the procedure.